Event description:
During endoscopic resection of hypothalmic "hamartoma", pneumatic arm used to hold endoscope froze in one place and could not be used for remainder of procedure-requiring manual stabilizational manipulation of endoscope. Neurosurgeon believes resultant left hemiparesis (transient) and basal ganglia contusion resulted from failure of scope holder during surgery.